Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. It was noted that the epg shut down twice during functional testing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.